Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient was diagnosed with dvt (deep vein thrombosis) at 10-days post-surgery and was prescribed xarelto. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D6a: implanted on unknown date in 2020 d10: alteon ha collared stem size: 11 alteon cup, cluster-hole 54mm biolox delta femoral head, 12/14 taper 36mm alteon neutral liner. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The cause of the deep vein thrombosis reported cannot be conclusively determined but may be related to a patient condition, surgical technique, and/or post-operative care. The reported issue cannot be confirmed, but the event as described appears unrelated to the design, manufacturing, or reasonably foreseeable misuse of the devices. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.